Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery alarm. The customer¿s blood glucose level was 188 mg/dl. The customer stated that they changed the battery and the pump showed a failed battery test. The customer stated that the battery cap was possibly stripped and they cannot remove the cap to replace battery. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.